Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a disruption to external power to the mobile power unit (mpu) was confirmed via submitted log files. The log files revealed on (B)(6) 2025, at 7:56:13, a low power hazard alarm activates due to both relative state of charge (rsoc) and bus voltages dropping below the alarming threshold. This is consistent with a disruption of external power to the mpu. The alarm clears by 7:56:17, when external power is restored to the system. During this time the backup battery functioned as intended and supported the pump without issue. The mpu (serial: (B)(6)) was not returned for testing. Provided information indicated that the patient accidentally walked too far and pulled out the power cord from the outlet. Provided information also indicated that the unit had a v-lock connector and the ac power cord did not come loose from the back of the unit and that the mpu would not be returned for testing. The root cause for the reported event was determined to be due to the mpu ac power cord coming loose from the wall outlet. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot low voltage hazard and power cable disconnect alarms. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, instructs the user to transfer from the mobile power unit (mpu) to another power source should there be a power failure. The system controller¿s backup battery will temporarily support the pump while transferring. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was found in investigation that while connected to mobile power unit (mpu) power, on (B)(6) 2025, at 7:56:13, a low power hazard alarm activated due to both relative state of charge (rsoc) and bus voltages dropping below the alarming threshold. This is consistent with a disruption of external power to the mpu. The alarm cleared by 7:56:17, when external power was restored to the system. The cause of the no external power was due to the patient accidentally walking to far and pulling the power cord from the outlet. The mpu was noted to have a v-lock connector.